Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 06/07/2016 on behalf of the patient to report that the receiver displayed a firmware error on(B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted but failed due to stuck/frozen on initializing screen. The receiver log could not be downloaded and evaluated. The receiver case was opened for an internal visual inspection and it passed. The reported event of a firmware error was not confirmed. A root cause could not be determined post investigation.